Event description:
Event description cpi received information that this bipolar lead became dislodged. An invasive procedure was performed, the physician elected to remove the lead and replace it with a new bipolar lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.